Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported key not working which was observed during evaluation as inoperable keys in column #2. Evaluation found a non-original manufacturer keypad was installed causing the failure. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a key not working on the keypad. There was no patient involvement. No additional information is available.